Event description:
It was reported to medtronic neurosurgery that the valve could not shunt fluid. The doctor explanted the valve and found it was leaking.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. However, it did not meet the requirements for leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of the valves are 100 percent testing at the time of manufacture.